Event description:
On september 1, 2006, the facility contacted baxter customer service to report a 1550 hemodiaylsis instrument had high colony counts in the water cultures. The bacteria was discovered during biomedical testing, before patient use. No patient injury or medical intervention was reported in association to this incident. No further information is available at this time. If additional information becomes available, a follow-up report will be sent.